Event description:
Alledgedly patient was revised due to mom complications: weakness in right leg; balance issues; walk with a cane: right.

Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.

Manufacturer narrative:
Report will be updated when investigation is complete. Trends will be evaluated. This is the same event as 3010536692-2015-01241, -01242, -01430.